Event description:
Information was received regarding a cadd cassette reservoir being used for for chemotherapy. It was reported that the patient experience three "no disposable attached" alarms while using the cassette with a cadd legacy 6500 pump. Patient's chemotherapy was interrupted for 1-2 hours until a new cassette was compounded, delivered, connected, and therapy resumed. It is unknown if there was a patient, or clinician injury associated with this occurrence. No further details provided at this time.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. Several product samples were returned for evaluation. Visual and functional testing was performed. The samples were received without their original packaging, in used conditions, decontaminated and inside in a plastic bag. The functional test of the samples was full priming and connected without difficulty, the pump was set running and the alarm was not activated. One (1) of the two (2) cassettes was out of specification, the complaint is confirmed by delivery accuracy issues. The root cause of the issue was inoperable component failure. Actions taken: for no disposable alarm (nda) alarm issues, a corrective and preventative action has been opened to address the reported issue.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation, samples were received without its original packaging, in used conditions, decontaminated and inside in a plastic bag. Accuracy test results: samples were fully priming and connected without difficult, the pump was set running and the alarm was not activated. One (1) of the two (2) cassettes was out of spec, complaint is confirmed by delivery accuracy issues. Functional testing: as part of the investigation the twelve (12) samples were filled with 100 ml of water; the samples were connected to the cadd legacy plus [cal. ID; 1.0383 due date: (B)(6) 2021] to look for unusual function. Results: the twelve (12) samples were fully priming and connected without difficult, the pump was set running and no alarms were activated. -no disposables attached- alarm issue is confirmed. Root cause: for delivery accuracy issue detected trend review in delivery accuracy complaint code an escalation was performed to investigate this failure and determine the root cause for delivery issues. Escalation was initiated on april 15, 2021 under CAPA-000589. For -no disposables attached- issue per trend review in no disposable alarm complaint code an escalation to investigate this failure was initiated on april 30, 2021 under ncr-000554. For delivery accuracy issue detected the date CAPA-000589 is in implementation phase. All occurrence and detection mitigations are placed in process. For -no disposables attached- alarm issue per trend review in no disposable alarm complaint code an escalation to investigate.